Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: during hemorrhoidopexy, the surgeon noticed oozing after using the device, . The surgeon believed that patient condition along with the staple size and height made the bleeding to occur. There was no patient injury noted during this event. The doctor met with the patient who mentioned conditions that was not provided prior to surgery that may have contributed to the oozing bleeding. He does not believe it was a product issue.